Event description:
A malfunction with code malf 9 was reported, and it required pump resetting. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in successfully resetting the pump.